Event description:
((B)(6) 1959) had a medtronic intrathecal pain pump implanted for chronic pain management. The pump developed a severe infection. On (B)(6) 2026, neurosurgeon doctor (B)(6) examined the patient at (B)(6) medical center, (B)(6), and documented a 5 mm hole in the lumbar incision with generalized erythema and abdominal swelling. An magnetic resonance imaging was ordered and surgery was planned. On (B)(6) 2026, emergency surgical removal of the medtronic intrathecal pump and catheter was performed. The operative report documents seropurulent fluid in the pump pocket, yellowish purulence in the lumbar incision track, and pseudomonas aeruginosa confirmed as the infecting organism. Preoperative diagnoses included infected medtronic intrathecal pain pump and catheter, and sepsis. All tissue and hardware were sent to microbiology. Following pump removal, the patient suffered a cardiac event on approximately (B)(6) 2026 requiring narcan administration, oxygen saturation drop, and high flow oxygen. She was subsequently diagnosed with diastolic heart failure. Her condition continued to decline. Methicillin-resistant staphylococcus aureus spread systemically causing open wounds across her body. She was transferred to hospice on (B)(6) 2026 and died on (B)(6) 2026. The pump had a documented history of non-healing wound complications dating to december 2021. A prior intrathecal abscess was documented. The pump was refilled by dr. (B)(6) at (B)(6) in early (B)(6) 2026 despite a documented active infection - a published contraindication to pump refill. (B)(6) medical center medical record number: (B)(6). Patient had documented oxygen saturation of 98% at admission (B)(6) 2026 - contradicting chronic obstructive pulmonary disease listed as primary cause of death on death certificate. Agency for health care administration complaint filed against (B)(6) medical center, case (B)(4). U.s. Department of health and human services office of civil rights complaint filed, receipt (B)(4).